Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported "incipient capsular contracture" baker grade unknown on the left side. The device remains implanted.

Event description:
Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Visual analysis of the photographs identified: capsular contracture: unable to observe since it is a medical event and is not related to the device. It is not possible to determine the lot number or catalog through the photos provided.

Manufacturer narrative:
Device evaluation: the device related to the reported event of capsular contracture. Was received on august 15, 2023, with lot number#: 144632. Based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe, since it is a medical event. And is not related to the device. Additional observations: observed, opening on the posterior side assessed, as surgical damage. Red particles observed, on the device. Crease fold observed. No further actions are required, as no issues with the manufacturing process are observed.

Event description:
Patient reported, capsular contracture, baker grade iii-IV. On the left side. The device has been explanted.

Manufacturer narrative:
Clarification d4, h6: incorrect device information was submitted in the previous mw. Correct device information is being submitted in this mw report, along with device evaluation results for the correct device. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: the device related to the reported event of capsular contracture and pain was received on august 15, 2023, with lot number#: 144036. Based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe, since it is not related to the device. Pain: unable to observe, since it is not related to the device. Additional observations: creases are observed, deformation is observed, red particles were observed, on the shell. No further actions are required, since no issue in the manufacturing of the device is observed.

Event description:
Patient reported, "capsular contracture, baker grade iii-IV. On the left side. The device has been explanted.